Manufacturer narrative:
The pod arrived not deployed with the slide insert not visible through the top housing window. No damages or manufacturing defects were observed that would affect the needle mechanism. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 45 first prime pulses and was subsequently deactivated before the start of second priming. The needle mechanism was reset and redeployed successfully using the lock n load fixture. No problems were observed regarding the reported needle mechanism failure complaint.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: omnipod software app version: operating system: hardware: cgm sensor type: *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that when they were in the activation process, they noticed that they did not feel the cannula insertion. The two confirmation beeps were heard; however, immediately after completing the process, they received the message ¿cannot find pod,¿ indicating a potential needle mechanism failure. The patient¿s blood glucose levels were reportedly not affected. The pod was worn less than an hour.